Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the failed sensor. The customer¿s blood glucose level was 9.5 mmol/l at the time of the call. Customer state that the filament was missing. The insulin pump will not be return for analysis.